Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts on the proximal end of the stent that were bent back distally. The outer diameter of the undamaged portion of the stent was measured with a calibrated snap gauge and was within specification. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the saft polymer extrusion profile. Functional testing was attempted but due to the stent damage testing was not successful. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-may-2016. It was reported that advancing difficulties were encountered. A 3.50x28 synergy drug-eluting stent was advanced through the guide catheter; however, resistance was encountered. The device was removed from the patient and the procedure was completed with 3.5x20 synergy drug-eluting stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.